Event description:
Approximately 10 months after a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The lesions initially being treated were located in the 60-80% stenosed left circumflex (lcx) artery. The lcx was pre dilated with a 3.5x8 mm maverick 2 balloon and was stented with a liberte stent. There was some waisting of the mid portion of the stent therefore it was post dilated. The lad was pre dilated with a 2.5x20mm voyager balloon. A taxus express2 3.00x28 mm drug eluting stent was implanted with good results. The patient was prescribed plavix post procedure. Approximately 10 months after the initial stenting, the patient presented with angina upon any physical exertion, shortness of breath and a non q wave myocardial infarction. Angiography revealed acute thrombotic occlusion within the mid part of the previous taxus stent and the cx stent was widely patent. It was noted that the vessel was larger at the distal end of the stent. It was reported that the patient stopped taking the plavix one month after the initial stenting in 2004. The lad was treated with a 2.5x15 mm sprinter balloon and a 3.0x15 mm driver stent was implanted. The results were good. The patient's condition reported as "okay". Clopidogrel and asa were prescribed indefinitely.